Event description:
Customer reportedly mounted a ge healthcare tec 7 vaporizer on a drager primus anesthesia machine, creating a leak condition. There was no report of pt involvement.

Manufacturer narrative:
Serial number has not been provided to ge healthcare. Device manufacture date cannot be determined without a serial number. The unit has not been returned to ge healthcare for investigation. It should be noted that the ge healthcare tec 7 vaporizer is not validated for use on a (B) (4) anesthesia machine. As stated in the tec 7 user's reference manual, "the vaporizer is designed to be used on selectatec series mounted manifolds."